Event description:
The customer returned this handpiece with a request for service. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: condmed linvatec received the handpiece for evaluation. During testing, the evaluator found that the console does not display "safe" and the handpiece operates in safe mode with depression of the lever or foot pedal. This failure is related to the ID circuit of the cast stator assembly. Conmed linvatec will continue to monitor this device for failures.